Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the y connector or splitter was missing when the customer received the package. No patient was involved.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. Customer's reported problem of the y connector or splitter is missing when the customer received the package could not be confirmed. The packaged device was not returned for inspection and no evidence was provided for problem confirmation. Device history review identified the missing connector as being part of the final packaging of the device. Based on the reported problem, the most probable cause would be the customer misplaced the y connector during device unpacking. If the product is returned, the manufacturer will reopen this complaint for further investigation.